Event description:
It was reported that with the uretero-reno videoscope, it was probably a stone but had not been specified. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the foreign object is likely a kidney stone, but it has not been definitively identified. No foreign objects were detected. The root cause of the foreign material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.